Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause: mlc-51-user mechanical stress (possibly dropped, broken, mishandled) test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for defective lcd and high blood glucose test results. The customer is concerned with tests results from results obtained of 146mg/dl. The expected fasting blood glucose test result range is 48-50mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 07/31/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.